Event description:
It was reported that pt underwent total hip replacement in 2006, in which she rec'd a durom cup acetabular component. Post-op, pt experienced pain and revision is scheduled for 2008.

Manufacturer narrative:
Info was forwarded from the owner establishment, zimmer, inc., which markets the devices in the u.s.